Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-102808.

Event description:
A customer reported that the unit will boot up, but then shuts down on its own. Additional information has been requested.

Manufacturer narrative:
The service request (sr) was cancelled and no work was performed on the system. The sr noted the system was started cold. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on september 9, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).